Event description:
It was reported that, after a primary surgery in which a bhr-tha construct had been implanted on the patient's right hip, the patient suffered from pain, limited mobility, elevated metal ion levels, and metallosis. The adverse event was addressed by performing a medically-indicated revision of the hip implants. The patient outcome is unknown.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the liner, head and sleeve were removed. The cup remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the hemi head, modular sleeve, liner and shell was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the liner and r3 shell. Similar complaints have been identified for the hemi head and modular sleeve. However, as the device is no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. The available medical documents were reviewed. Patient had a right total hip arthroplasty 07/13/2010, on 02/18/2019 she had a revision. The implantation operative report indicated the acetabular shell was impacted into place at approximately 45 degrees of inclination and 30 degrees of anteversion. A physicians¿ office note indicated serum cobalt and chromium were 14.9 and 3.9 ug/l respectively. It is also noted and MRI indicated peritrochanteric fluid collection and abnormal tissue with cortical discontinuity seen in the posterior greater trochanter consistent with a bony cyst in the setting of likely inflammatory pseudotumor. The revision findings were noted as ¿cloudy straw-colored synovial fluid consistent with a diagnosis of metalosis, significant hypertrophic synovium and a large bone cyst that was filled with necrotic-appearing tissue consistent with necrotic bone secondary to metalosis and cobalt chromium toxicity.¿ the operative report indicated the intraoperative pathology results demonstrated evidence of necrosis and a lymphocytic infiltration consistent with alval, which is consistent with metalosis.¿ per the surgical technique, the acetabular component is to be impacted with 20° of anteversion and 45° of abduction; however, the implantation operative report indicated the acetabular component was implanted at 30° anteversion. It is unknown if the increased anteversion of the acetabular component led to accelerated wear and metallosis. The reported pain, elevated cobalt, necrosis, pseudotumor and alval may be consistent with findings associated with metallosis; however, the root cause of the pain, elevated cobalt, necrosis, pseudotumor and alval cannot be confirmed, and it cannot be concluded that the reported clinical reactions were medical investigation. A page 3/3 released associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.